Event description:
It was reported that the patient had an initial procedure with affixus humeral nail system. Subsequently, experienced nail protrusion with impingement symptoms and approximately one year post implantation underwent a revision surgery when the device was removed. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Proximal humerus, left, long, ã¿ 7x220mm item# 47249622107 lot# 3127391 blunt tip screw, ã¿ 4x34mm item# 47248603440, lot# 3091296. Blunt tip screw, ã¿ 4x34mm item# 47248603440, lot# 3091447. Cortical bone screw, ã¿ 4x22mm item# 47248612240, lot# 3152713. Proximal humerus nail cap, 0mm item# 47248801000, lot# 3151018. G2. Report source: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR ,will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, b3, b4, b5, b7, d6b, g3, g6, h2, h6, h10, h11.

Event description:
It was reported that a patient had an initial orif of the left humerus. Subsequently, the site reported nail protrusion with impingement symptoms. The patient underwent hardware removal, approximately 10 months post implantation, with repair of a partial rotator cuff injury. No complications or allegations against hardware were reported. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
The following sections were updated/corrected: this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h11. Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to the reported zb device. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to the reported zb device. The initial report was forwarded in error and should be voided.